Event description:
It was reported by service report that the mounting post was crooked/turned slightly. Also, the head section reportedly would not stay locked in the up position. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Breakaway head section.